Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
(B)(6) in tech states provider states the on off switch will not turn off the chair.